Manufacturer narrative:
Follow-up # 1 date of submission 5/13/2016. Device evaluation: the device has been returned and evaluated by product analysis on 4/25/2016 with the following findings: a review of the pump¿s black box data showed multiple unexplained pump reboots. During visual inspection of the pump, it was observed that the battery compartment was cracked and the returned battery cap had stripped threads. The returned battery cap was unable to fit to the pump. The pump reboots and ¿power¿ complaint were duplicated during the investigation. A test battery cap was able to fit to the pump and maintain an electrical connection. No further power interruption occurred during the 24 hour duration test with the test battery cap. The pump¿s cover was removed and no intermittent condition was found to the power printed circuit or to the cgm module. Unrelated to the initial complaint, it was observed that the bolus button cover was torn but the bolus button was able to respond properly.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging a power (damage) issue. It was reported that the battery compartment was cracked and there was intermittent power in the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.